Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to a pocket infection and device exposure. No replacement system implanted; patient to be evaluted at a later date. No further adverse patient effects were reported.